Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that the bleeding was resolved by holding heparin. Therefore, the root cause of the access site bleed was most likely due to anticoagulation management.

Event description:
The user facility reported a 59-year-old male patient was implanted with an impella device for mechanical circulatory support. Us complainant reported that the patient had a nosebleed and an impella access site bleed. Heparin was withheld to manage the bleeding. Support continued with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿